Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture caused by the anatomy of the patient. This ra lead was successfully replaced. No additional adverse patient effects were reported.